Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. (B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the device history records and device service history was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no failures, malfunctions, or iipv events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing. An internal and external visual inspection revealed no problems related to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.